Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope's nozzle was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. The legal manufacture was unable to confirm, whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed, foreign material came out of the device, but the type of the material cannot be identified. The foreign material may not have been removed, because reprocessing could not be conducted properly, due to leakage at distal end. The event can be detected and/or prevented, by following the instructions for use, which state: detection method: cf-h185l/I, operation manual, chapter 3: "preparation and inspection". Preventive measure: cf-h185l/I, reprocessing manual, chapter 5: "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.